Event description:
It was reported that during attempted implant of the left ventricular (lv) lead the lead dislodged during slitting. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/ body fluid on all conductors (not obstructed).